Event description:
On (B)(6): customer reports via phone that during a transurethral bladder tumor resection procedure on an approx (B)(6) male pt, the fluoro and table movement failed. Staff rebooted the sys, table movement function returned, but fluoro capability did not. Physician completed the procedure using endoscopy. Pt is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.